Event description:
The image was dark during the endoscopy. After the endoscopy, a stain that appeared to be blood was fixed to light guide lens of the endoscope. There was no situation where blood came into contact with the light guide lens during this endoscopy. For this reason, the previous endoscopy was investigated. The patient in the previous endoscopy was positive for hepatitis c, and the endoscopy was performed with bleeding. From the investigation results, it is thought that the reason the image was dark was because the stains from the previous endoscopy were not removed. Although the facility believes that the possibility is low, cross-infection cannot be ruled out, so the facility has decided to carry out blood tests on patients for six months. After the stain on the light guide lens was removed at the facility, the endoscope has been used continuously.

Manufacturer narrative:
The stain on the light guide lens can be detected by the pre-use inspection indicated in the instruction manual. It is thought that the pre-use inspection is not being carried out properly at this facility. This facility is planning to improve its operations.the UDI# listed in d4 is the UDI# for the country where the event occurred and is different from the UDI-di in the united states. The UDI-di for this product in the united states is (B)(4).